Manufacturer narrative:
Investigation conclusion: review of customer data shows that the sample in question yielded negative results due to no sars amplification with a shallow, but valid prc amplification curve. Repeat testing of this sample by the customer shows a robust sars and prc curve. First set of data yielded invalid results for the positive and negative controls. The repeat test showed valid control results. Retain testing shows that the product performs as expected. Testing of the validation panel yielded matched expected and observed results. Unable to determine root cause. Root cause: could not duplicate with retains; unable to determine. Source: email.

Event description:
Reported discrepant sars results for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the patient had initially tested positive twice with another molecular (pcr testing) method, then tested negative with solana. Repeat testing with solana resulted positive.